Event description:
A patient was burned on the corner of the mouth during a tonsillectomy.

Manufacturer narrative:
The incident involved a female who was undergoing a tonsillectomy. The surgeon had completed one side. During that time, the cautery pencil was leaning against the left side of the patient's mouth. An insulated tip was being used. When the surgeon moved the pencil away from the left side and towards the right side, a burn was noted on the corner of the mouth. The extent of the burn was not reported but the size was thought to be less than 1.5cm. The patient also received a small burn on the right side of the mouth but it was reported that this burn was much smaller. The patient was to follow up with a plastic surgeon. No arcing had been noted during the procedure. There was no confirmation that the cautery tip had been adequately seated on the pencil as the surgeon had changed tips during the procedure after the burn was identified. The sample was not release for evaluation. Without the sample, a root cause cannot be identified and no corrective action can be determined.